Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. Customer changed cartridge and infusion set to address the issue. The customer¿s blood glucose level was 250-260 mg/dl. Additionally, it was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose was 60-70 mg/dl. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. H3 other text : device not returned.